Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the pt became very sick and her knee became infected. The surgeon washed out the knee and replaced the poly liner. The original implant surgery was in 2009."